Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned device. A circumferentially aligned split was observed just distal of the 38 cm depth marking. A microscopic observation revealed the split to have one smooth fracture edge and one sharp, uneven fracture edge. The fracture surface of the split was observed to be granular and uneven. The split was observed to have a continuing impression at the outside corner of the split that extended in a circumferential direction. Microscopic inspection of the returned catheter split revealed the split to have evidence of compression damage from a compression style securement device as well as evidence of failure from flexural fatigue, or cyclic kinking of the catheter. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient attended for cycle 4 of 8 of paclitaxel today and her line had fractured just above the securacath site. The line bled back and flushed well on the day. Leak was only identified once a substantial amount of fluid approx. 250mls was administered. Unfortunately, leak appeared to come from under the dressing, too close to the insertion site to repair. Luckily, this was noted before any chemotherapy was administered. PICC line therefore removed. Patient is not on any anti-coagulation treatment and has had a coagulation screen taken today. No other information was provided.